Manufacturer narrative:
Date of event: the event date has been estimated.

Event description:
It was reported that the mobile power unit (mpu) was exchanged for an unknown reason. The patient was having an inspection and it was asked for the mpu to be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the mpu was not confirmed. There was no log file submitted for review. The mpu was not returned for analysis. The provided information indicated that the mpu was exchanged for an unknown reason. There were no pictures or additional documents provided. Additional information provided on (B)(6)2021 stated that it was hard to say what happened, the patient did not speak english. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.